Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (mr), thickened leaflets and an enlarged atrium for a mitraclip procedure. During the procedure, the clip was advanced into the atrium. The grippers became engaged with the anterior leaflet, preventing them from lowering completely. Troubleshooting was performed but was unsuccessful. Difficulty was encountered while attempting to advance the clip further. An attempt was made to invert the clip and retract it into the left atrium; however, retraction was unsuccessful due to the clip being stuck to the leaflet. As a result, the clip was deployed on the leaflets along with chordae. Additional mitraclip xt was deployed to further reduce the mr to grade 1+ post procedure. There was no clinically significant delay reported.